Event description:
Rupture of the junction between the implantable chamber and the catheter of the lap-band. Impossible to inflate the gastric band. F/u findings: tubing leak at or near the connector.